Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow could not be confirmed as no log files were submitted. Furthermore, the report of acute inflow obstruction could not be confirmed as no product or photos were received for evaluation. A specific cause for the reported events and patient outcome could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient reportedly experienced an acute inflow obstruction event on (B)(6)2020 with device flow of 1.5 to 2.0 liters per minute (lpm) while device speed was 6000 revolutions per minute (rpm). Pulsatility index (pi) varied from 6 to 12 with no change in power during the event. It was reported that the patient initially responded to volume resuscitation and inotropic support; however, the patient ultimately expired on 14sep2020. The patient outcome was considered to be due to acute inflow obstruction. It was reported that the device did not operate as expected. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. Heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis and death. Section 1 provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5 (under ¿implant procedures¿) warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to acute inflow obstruction. It was reported the device did not operate as intended. It was reported the acute event occurred on (B)(6) 2020 with flows of 1.5-2l on 6000 rpms; pi widely varied from 6-12 with no change in power that initially responded to volume resuscitation, and inotropic support. It is unknown if the device will be returned for evaluation.